Event description:
As reported, the sapien xt valve failed approximately 8 years post implant due to stenosis. The gradient measured 44mmhg. A valve in valve procedure was performed.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site however was not related to complaint event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. There was no device returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review is not required. A complaint history review on confirmed device complaints returned and no product returned was performed. The complaint history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. The IFU for ascendra delivery system with sapien xt valve and novaflex+delivery system with sapien xt valve were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The device had been implanted for more than 5 years (implanted in 2014) and there is no evidence of device malfunction contributing to the reported event. Therefore, risk management file review is completed, no further action is needed. The complaint for valve increased gradient was unable to be confirmed due to unavailability of medical record/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or subvalvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, the sapien xt valve failed approximately 8yrs post implant due to stenosis, gradient was 44mmhg. A valve in valve procedure was done. Due to insufficient information, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Previous device code: degraded, clinical code: insufficient information is no longer applicable.

Event description:
Per additional information, approximately 7yrs 7months post op, the transthoracic echocardiogram (tte) findings showed left ventricle ejection fraction was 60%, there was moderate calcification of the aortic annulus, severe aortic stenosis and mild aortic regurgitation on the bioprosthetic aortic valve. The atrioventricular (av) peak/mean gradient was 54/35mmhg. Area continuity 0.7cm2. Per the operative note, the patient was presented with worsening dyspnea, increased gradient and severe aortic stenosis. The patient had a valve in valve with a 23mm sapien 3 ultra in a 23mm sapien xt in the aortic position via transfemoral approach. The implant was a success with no aortic regurgitation and no gradient. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
The device was not returned for evaluation. As no product was returned, no visual inspection, functional testing or dimensional testing. No was imagery provided for review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record review is required. As a technical summary written by edwards lifesciences applies to this complaint event, a full engineering evaluation is not required. Review of manufacturing mitigations is captured in the technical summary. The root cause analysis is captured in technical summary. Review of IFU/training material is captured in technical summary, which applies to this complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The calcification event was confirmed based on medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Per the applicable IFU, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Per medical record, patient had hypothyroidism. In addition, patient was also taking vitamin d3 for hypothyroidism, which helped patient to increase the calcium absorption, and it would also increase the risk factor of leaflet thickened resulting in calcification. As such, available information suggests that patient factors (hypothyroidism) may have contributed to the complaint event. Technical summary is applicable to this complaint because valve calcification was contributed by patient conditions. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.